Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose of approximately 460 mg/dl. Reportedly, the infusion set was changed twice to address the event. However, contact believed that at the camp the customer was staying, the counselors were not bolusing customer's pump properly.